Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were not provided. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls, according to the ticket text. One patient sample tested on (B)(6) 2021 was positive for sars-cov-2 and flagged with ic ((internal control)indication of inhibition), according to the instrument screen and multi analyze file provided. There is no indication that the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 514944 is performing outside of established design performance specifications. However, a discrepant (false positive) result for one patient sample (ic flagged) between the methods occurred which could be due to sample handling or integrity. Note: patient sample with positive amplification of target but failed internal control will a produce valid result with a flag for internal control failure. The ic is introduced into each specimen at the beginning of the sample preparation process to demonstrate that the process was completed correctly for each specimen. Quality data review quality data review: device history record (DHR) / batch record review: the DHR review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 514944 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 514944. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 514944 and its components. The CAPA review did not identify any issues related to the reported complaint and these lots. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for one patient sample when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 514944. The complaint history review identified one additional ticket related to the reported complaint for abbott realtime sars-cov-2 amplification reagent kit (list 09n77-90) lot 514944. The ticket was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 514944 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported one discrepant result of false positive on their realtime sars-cov-2 assay. According to the customer, 1 result showed an internal control flag (ic graph is flat, no signal) with positive interpretation. Customer released the result, which was then questioned by the doctor. The doctor didn't believe the patient had any risk for infection and had a negative sars cov-2 antibody result. Customer retested the same sample on genexpert and a new sample on altona. Both assays generated negative results. Molecular application specialist (mas) reviewed the logfiles and determined that internal control (ic) of the affected sample failed and the graph was flat with no signal. It was confirmed quality controls (qc) have successfully passed. There was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.